Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was placed via the axillary artery graft site to support the 55 year old male patient who had been admitted in with cardiomyopathy, and presenting in scai stage d shock. The patient's medical history and comorbidities were not shared. The pump was being placed when the sensor was seen to be reading to be not optimal and in sync with the artline pressure. The pump was not replaced for the signal issue and support proceeded. On the next day of the support there was blood loss of over 1 liter from the jp drain and so, the team infused blood back to the patient. The pump remains on despite the harm. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The harm and malfunction did not cause any other intervention and support remains on for the patient.

Manufacturer narrative:
Additional information was provided by the company representative that "this pump is not available for return. The patient was successfully transitioned to an lvad." This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.